Manufacturer narrative:
The company rep examined the system and confirmed the reported system message. The footswitch interface printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The footswitch interface pcb is expected to return for in house testing. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the unit displayed a system message during a case. The surgeon manually removed the cortical material and the case was completed. Additional information was rec'd from the surgeon indicating after the system message was rec'd, the system was switched out and the case was completed with no impact to the pt.